Event description:
Before procedure: when cap removed the tip was bent. Decided not to use product. We felt it might interfere with fasciotomy.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - tip was bent and slightly deformed. Under a microtip noticeable fibers were detected on the tip which indicates it was either dropped on something, or something was dropped on it. The DHR for microtip lot 18613-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).